Event description:
The user stated they had an ER doctor complain about troponin t results for patient samples that were initially tested on the e411 (B) (4). The user provided data for nine patient samples of which, two had discrepant results generated on cobas 1 (B) (4), the samples were all initially tested on the e411 on (B) (6)2010 and the results reported. The samples were then repeated on (B) (6)2010 on different cobas analyzers: cobas 2 (B) (4) and cobas 3 (B) (4). All results are in ng per ml. Samples were drawn in bd 13 x 100 heparin plasma tubes sample 1 initial result was 0.025 which was reported as 0.03. The sample was repeated on the same e411 on (B) (6)2010 with a result of < 0.01. The result from cobas 1 was < 0.01, the result from cobas 2 was <0.01 and the result from cobas 3 was <0.01. Sample 2 initial result was 0.020 which was reported as 0.02. The result from cobas 1 was 0.014 nd the result from cobas 2 was 0.018. The patients were not admitted to a medical facility or treated due to the erroneous results as the physician questioned the results. The user refused a service visit as they did not think there was an issue with the results from the cobas analyzer.

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.